Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/22/2024. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. An investigation was conducted on 11/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the condition of the device as well as the photographic evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000357726 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 heater wire was detached from the jaw tip. The procedure was finished with the same device as only two branches were left to coagulate. There was a procedural delay as it took significantly longer to position the damaged jaws correctly. There was no patient harm as harvesters still managed to coagulate the side branches of the vein with the damaged device. Photos provided by complainant shows the metal wire detached from the jaws of the device with evidence of use.